Event description:
During a coronary stent procedure, the catheter became stuck in the guide catheter during advancement. While attempting to remove, the shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.